Event description:
The user reported that the controller burned up inside because they smelled smoke.

Manufacturer narrative:
Analysis of the switch components revealed no evidence of burning and could not see anything wrong with switch.